Event description:
It was reported that during an angioplasty treatment procedure, a guide wire tip detached. The target lesion was located in the anterior tibial artery. During advancement of a 014/300 platinum plus guide wire over a sterling otw balloon catheter, the platinum plus guide wire came into contact with plaque and went into a j shape. During the attempt to pull the platinum plus guide wire into the sterling otw balloon catheter the tip of the platinum plus guide wire sheared off. The sterling otw balloon catheter and the platinum plus guide wire were removed together as one unit. The detached tip of the platinum plus guide wire was snared and successfully removed. The procedure was completed with the sterling otw balloon catheter and a different device. No further patient complications were reported and the patient status was listed as fine.

Event description:
It was reported that during an angioplasty treatment procedure, a guide wire tip detached. The target lesion was located in the anterior tibial artery. During advancement of a 014/300 platinum plus guide wire over a sterling otw balloon catheter, the platinum plus guide wire came into contact with plaque and went into a j shape. During the attempt to pull the platinum plus guide wire into the sterling otw balloon catheter the tip of the platinum plus guide wire sheared off. The sterling otw balloon catheter and the platinum plus guide wire were removed together as one unit. The detached tip of the platinum plus guide wire was snared and successfully removed. The procedure was completed with the sterling otw balloon catheter and a different device. No further patient complications were reported and the patient status was listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed spring tip and core wire fracture and peeled sections along the body. Also the core wire is kinked right before fracture site and the coil wire is elongated. All the outer diameter measurements were within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).